Event description:
The customer reported a clear fluid leak on the right side of the coulter lh 750 hematology analyzer. The customer indicated that approximately 300-400 ml of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was dispatched and confirmed a leak on the rinse manifold 4. The fse replaced the brown-striped tubing on the rinse manifold and repair was verified per established procedures.

Manufacturer narrative:
(B)(4).